Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's mother reported that upon removal of the sensor pod, the sensor wire remained inserted at the abdomen. An x-ray was performed that confirmed that the sensor wire was retained within the patient's abdomen. On (B)(6) 2016, the patient saw their endocrinologist to have the sensor wire removed from the subcutaneous tissue. Sensor wire was able to be removed in its entirety. At the time of contact, the patient was recovering.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and seal carrier. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined.